Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0104 on (B)(6) 2004. Many years later the patient has suffered severe and constant pain, dyspareunia, pain while exercising, dysuria, infections, emotional distress, and bladder perforation. No further information has been provided